Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately one-year later, patient experienced pain in thighs. Later, CT scan revealed that the patient has pe. Also, it was noted that the filter legs were migrating outside the ivc wall. During the deployment of second filter, it was noted that there was a extensive clot in the right common iliac vein and there was a extensive clot with occlusion of the ivc all the way up to and above the filter. Therefore, the investigation is confirmed for the perforation of the ivc wall and thrombus. However, the investigation is inconclusive for the filter tilt and filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted ,migrated and struts perforated into organs and lumbar spine and veins occluded. The device was removed percutaneously via open abdominal surgical removal procedure. The patient experienced pulmonary embolism post filter implant and clot above the filter .the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately one-year later, patient experienced pain in thighs. Later, CT scan revealed that the patient has pe. Also, it was noted that the filter legs were migrating outside the ivc wall. During the deployment of second filter, it was noted that there was a extensive clot in the right common iliac vein and there was a extensive clot with occlusion of the ivc all the way up to and above the filter. Therefore, the investigation is confirmed for the perforation of the ivc wall and thrombus. However, the investigation is inconclusive for the filter tilt and filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted, migrated and struts perforated into the organs and lumbar spine and veins occluded. The device was removed percutaneously via open abdominal surgical removal procedure. The patient experienced pulmonary embolism post filter implant and clot above the filter. The current status of the patient is unknown.